Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation noted the phenomenon was confirmed. The device when tested found the screen does not moved from the olympus logo display and no image appears. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during preparation for use for a therapeutic procedure, the screen was found did not moved from the olympus logo and the endoscopic image did not appear. The power was turned off and on and the issue was not resolved. The device was replaced with similar equipment. There was no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the screen did not move from the olympus logo because of a faulty printed circuit board (dp board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.